Event description:
Complainant alleged that while attempting to treat a 35-year-old male patient, the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device logs indicate that the reported charging issue occurred on (B)(6) 2025 where users attempted to charge the unit multiple times but received charge timeout failures, showing the device could not reach its target charge within 25 seconds. Battery log review confirmed the customer's battery voltage dropped below 10.5 v and was at 16% state of chare (soc), consistent with a low-battery condition that prevented the device from charging. Although the battery should have triggered a low-battery warning, it did not because it was out of calibration and could not accurately assess or report its soc. Users were able to charge the device successfully after switching to a fresh battery. The device and battery were tested without reproducing any faults. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.